Manufacturer narrative:
The customer reported complaint of the autopulse platform was displaying error message user advisory (ua) 41 (patient temperature was not able to clear the error message) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messaged are designed into the platform when one of several conditions is detected. During visual inspection, cracked front enclosure was noted. The autopulse platform is a reusable device and was manufactured on 10/12/2012. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Archive data review indicated multiple error message ua 41 on (B)(6) 2017 confirming the reported complaint. The platform was functionally tested and there were no problems or error message noted. The platform was tested using lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) fixture for approximately 45 minutes and there were no error code noted. The temperature sensor was replaced to prevent the probability of reoccurrence of user advisory 41. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The cracked front enclosure was replaced. After the temperature sensor was replaced the platform has passed all the functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during daily shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure). The customer was not able to clear the error message. No patient involvement was reported.